Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01611. This report is being submitted as additional information. Approximate age of device (age of device: 3 years, 11 months, 10 days). The reported event could not be confirmed through this evaluation. The heartmate ii lvas was not returned for evaluation. The heartmate ii lvas IFU and patient handbook provides instructions on how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired due to loss of power from the lvad device. The patient fell asleep on batteries and was found unresponsive and unable to resuscitate. No further information was provided.